Event description:
MRI scanner malfunctioned after a time injection of contrast. We were unable to complete the exam after this malfunction. Upon notification of the manufacturer of problem, issue was immediately "escalated" to corporate headquarters. Manufacturer identified a defective circuit board in MRI. That board was replaced on october 29th. System checked out using phantom, and everything appears to be functioning appropriately.